Event description:
Reference MDR #1219856-2010-00724 for first event involving the same patient. It was reported a male born in 1934 with the diagnosis of cardiogenic shock was in the cath lab. The intra-aortic balloon (iab) fiberoptix sensor (fos) was not detected during zeroing. The physician prepped a third iab well and inserted it without difficulty over the spring wire guide (swg), which was intact from the first attempt. There was no patient detach, injuries or complications noted. No medical/surgical intervention was required. The patient outcome is listed as "ok" after the procedure. The patient died to cardiogenic shock despite use of catecholamines on (B)(6) 2010 per the physician.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.